Event description:
Patient attended regularly scheduled outpatient hemodialysis treatment. Pre-treatment vital signs were a pre-weight of 84.8 kg, sitting blood pressure 182/81 pulse 77 respirations 17 temperature 97.7. Hemodialysis treatment initiated at 1233, blood pressure 171/88 pulse 76, blood flow rate 400 ml/min, dialysate flow rate 600 ml/hr, ultrafiltration rate 1000 ml/hr. At 1300 blood pressure 185/88 pulse 79. At approximately between 1315-1320 the 2008 t hemodialysis machine alarmed and displayed code art no bp comm. Machine would not allow staff to return patient's blood, staff had to manually hand crank blood pump to return patient's blood. Patient disconnected from machine. At approximately 1320 patient reported difficulty breathing and then became unresponsive. CPR and emergency services initiated. Patient transferred to hospital and expired.